Event description:
I was notified by md/inr to not use the strips. They found they gave them false readings and asked that I return the strips. I sent replacement strips. For your information, the lot number on my strips #29415123, #29778721, #28631924, #29778721, #28631924.